Event description:
A journal article was obtained on 26-may-2026 that reported a retrospective study from italy. The purpose of the study was to evaluate the mid-term survival rates and, secondarily, the clinical and radiographic outcomes of tantalum acetabular cups that are implanted as primary implants in a high-volume hospital. The study reviewed 3464 hips in 3461 patients (1558 male hips / 1906 female hips) who underwent primary total hip arthroplasty between january 2011 and july 2023. Uncemented trabecular metal modular acetabular system acetabular cups were utilized (zimmer biomet) for tha in all cases, using a posterolateral approach. Metal (metasul) on polyethylene articulations measuring either 28, 32, or 36 mm, as well as ceramic (biolox forte) on polyethylene articulations measuring 28¿32 mm, were implanted. Femoral stems were as follows: 57.1% cls (zimmer-biomet), 36.3% sl-plus mia¿ implant (smith & nephew-endoplus), 4.9% wagner sl revision (zimmer-biomet), 1.7% gts (zimmer-biomet). The study population had a mean age of 69.7 years at time of surgery (range, 21-97 years). Follow up was conducted at 3, 6, and 12 months postop then annually with a mean length of follow up of 7.03 years and a minimum follow up period of 24 months. The article reported 4 patients were revised due to post-traumatic mobilization (loosening). No further details were provided in the article. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). B3. Event date is the publication date of the article. D6a. Implant date between jan 01, 2011, & jul 31, 2023. D10.unknown tm shell item#: unknown, lot#: unknown. Unknown liner item#: unknown, lot#: unknown. Unknown head item#: unknown, lot#: unknown. G2: foreign - event occurred in italy. Literature - el motassime, a., fulli, l., sangaletti, r. Et al. Trabecular metal technology (tmt) cups in primary total hip arthroplasty: outcomes and survivorship of a large cohort. Arch orthop trauma surg 145, 486 (2025). Https://doi.org/10.1007/s00402-025-06063-9. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.